Event description:
Surgery date: in 2006. It was reported that the scraper blade of a bone graft instrument may have broken off during surgery. However, it is not known if the item was rec'd in this condition, or if the damage occurred intraoperatively. There was no evidence of the broken piece on fluoroscopic views of the surgical site.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed that excessive force was applied to the fracture. But it is inconclusive whether the fracture occurred during intro-operative use, cleaning, shipping, handling, etc. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.